Event description:
During a supraventricular tachycardia procedure, the catheter had an optical issue resulting in a delay to the procedure. When the catheter was ablating in the right atrium, it was noted that the pressure could not be displayed but would then reappear after a few seconds. The procedure continued, but the issue kept occurring. It was attempted to replace the light source cable, replace the light source, and also connect the tail line but with no resolution. The catheter was replaced, and the pressure appeared normal resolving the issue. The procedure continued with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 3 no longer met specifications for optical properties when the returned device was connected to the tactisys quartz unit. However, contact force was displayed with no error messages noted. Further investigation revealed a foreign material in the optical fiber cavity corresponding to optical fiber 3, consistent with the observed optical signal issue. The foreign material was removed during sonication in an ultrasonic bath and optical fiber 3 was able to meet specifications when retested, indicating the foreign material was consistent with a non-adhesive foreign material. The deformable body thermocouple met specifications during electrical testing and no fluid ingress into the distal shaft was noted during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material resulting in optical signal loss and subsequent delay remains unknown.